Event description:
Consumer originally contacted us claiming that the heating pad blistered her neck due to becoming very hot quickly. She states that she laid on the pad for only a few minutes to treat her rheumatoid arthritis when she felt burning between her shoulder blades closer to her neck area. She claims to have blistered the size of a dollar and did not seek medical attention because she could not afford it. She claims to have received 2nd and 3rd degree burns and is treating herself with creams. She is currently taking a variety of medications, including prednisone, for preexisting conditions.

Manufacturer narrative:
Conair corporation has been communicating with the consumer who has asked to be compensated for medical bills that would be associated with wound care, since she feels that her current medical insurance will not cover the cost. We have asked the consumer to return the unit so that we can properly conduct a device failure evaluation, but consumer is currently discussing the situation with her attorney. Finally, consumer has admitted that there may not be anything wrong with her unit, but feels that we should not sell a heating pad that gets as hot as it does. Upon receipt of the product, a full device failure investigation will be conducted, and a supplemental report will be submitted to the FDA, as applicable.